Event description:
It was reported that the pin of the femur was left inside patient's body.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that a review of the provided post-implantation imaging, neither silhouette of the lugs are visualized nor is an unexpected foreign body noted. Per complaint, the surgeon was concerned that loosening and/or migration of the lugs had occurred, however, the lugs would have remained buried within the patient¿s femoral bone if loosening and/or migration had occurred post cement fixation. It is unknown if the lugs were intact prior to cementing. Neither patient harm nor revision was reported; therefore, no further medical investigation is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batch. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.